Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: vertebroplasty it was reported that intra-op, after the insertion of cement, the physician attempted to take out the cannula. But the cannula broke from the handle and remained stuck in patient vertebrae until the physician acquired vice grips to retract the cannula (approximately 10 minutes). No further information was provided.